Event description:
The customer biomedical engineer (biomed) reported the speaker is not working/not connecting. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
D4 unique device identifier (UDI) was corrected.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing as speaker produced audible sound, the speaker has been replaced per current process. The investigation concludes that no further action is required at this time.